Event description:
Information was received indicating that the cuff and pilot balloon to a smiths medical portex® blue line ultra® tracheostomy tube was observed to have water droplets inside. Subsequently, the tube was removed with no patient injury.

Manufacturer narrative:
Evaluation results: one blue line ultra (blu) tracheostomy tube was returned for investigation in used condition. The returned sample was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination. No water was found in the retuned sample. The device was then functionally tested. The cuff was inflated using a syringe, and then immersed in water to look for any leaks. No leaks were observed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The reported product problem was not replicated. The problem source of the reported product problem was unknown. A root cause was not established.